Manufacturer narrative:
An oxygen (o2) sensor and a compressor muffler (intake filters) were returned to covidien/medtronic¿s product analysis. A visual inspection of the returned components was performed, no notable conditions were found on the o2 sensor, one filter had speckles with darker color dirt/dust particles and the other had softer porous material. The o2 sensor and compressor muffler (intake filters) were installed into a test ventilator for analysis; no errors were recorded in the diagnostic logs. An investigation was performed and the product analysis technician reported that no fault was found on the o2 sensor. The root cause for the filters was isolated to a vendor process. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that an 840 ventilator had the compressor falling out of range. The ventilator was not on a patient at the time of the event. The service engineer replaced the compressor inlet muffler to correct the issue. The unit passed all testing and operates within the manufacturing specifications.